Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) port does not work.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) port does not work. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected fields: d4 (unique device identifier). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced broken sensor extension and fiber optic jumper. The equipment passed all functional and safety testing. Returned to customer for clinical use. The failure analysis and testing dept. Received part with a reported unit failure of the iabp fiber optic port not working. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. During testing it was found that the iabp had no transducer waveform. This verifies the reported issue of the part. Sending the board to the respective supplier per procedure. The failure analysis and testing dept. Received parts with a reported unit failure of the fiber optic cable crushed. Fat performed a visual inspection and found the parts to have physical damage. Fat was able to verify the reported issues. Retaining the parts in the failure analysis and testing department per procedure. Fat received part back from the supplier. The supplier tested the board and no abnormalities were found. Please see attachments for failure analysis paperwork. Retaining the part in the failure analysis and testing department per procedure.